Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. The alarm was cleared and then recurred. Treatment was ended without performing rinseback due to possible clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide when an alarm cannot be resolved in a timely manner. The cycler is being evaluated at the time of this report. The exact cause of the system alarm is not known at the time of this report. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this reported closed. No additional info will be provided.